Event description:
It is reported that the stemmed tibial broach impactor broke intraoperatively.

Manufacturer narrative:
As returned, the impactor is fractured where the outer cylinder of the handle reduces to a half-cylinder. Stress concentrations at this junction caused the failure. In order to mitigate this type of failure, a radius was added in 2001. Device history records indicate device manufactured to specification.